Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer¿s final investigation. Corrected field: e1-phone number: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. The cause cannot be established due to no findings available. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause cannot be established due to no findings or lack of information of the condition of the aspiration needle. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the hemostatic probe malfunctioned. The customer noticed that the bi-coag hemostasis probe broke at the distal tip while connected by the electrical wires. The issue occurred during a therapeutic gastric procedure. The procedure was stopped, and the endoscope was removed. There were no reports of patient harm.

Event description:
It was reported, the hemostatic probe malfunctioned. The customer noticed that the bi-coag hemostasis probe broke at the distal tip while connected by the electrical wires. The issue occurred during a therapeutic gastric procedure. The procedure was stopped, and the endoscope was removed. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.